Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter had a white film on it and may not have been sterile. During preparation for a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a farawave catheter was selected for use. Upon opening the packaging, a white film was noticed on the catheter. The material was able to be wiped off with gauze. No damage to the sterile sleeve of the packaging was observed. The catheter was replaced due to concerns of contamination. The procedure was completed with no patient complications. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
The farawave nav catheter was not returned for analysis; however, a picture of the device was attached with the incoming information, and it is possible to observe the device with white spots in the picture. The allegation of foreign material was confirmed by this media analysis, though the allegation that the device was not sterile could not be confirmed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the catheter had a white film on it and may not have been sterile. During preparation for a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a farawave catheter was selected for use. Upon opening the packaging, a white film was noticed on the catheter. The material was able to be wiped off with gauze. No damage to the sterile sleeve of the packaging was observed. The catheter was replaced due to concerns of contamination. The procedure was completed with no patient complications. The device is not expected to be returned for analysis due to disposal.